Event description:
(B)(6) MDR - it was reported that inappropriate shock delivery and multiple capacitor discharges were noted during the detection of interference signals about 2 months after the implantation. No deterioration of the patient's state of health was reported. The lead was explanted and is currently undergoing analysis.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was examined visually, mechanically, and electrically.during the visual inspection, a deformation was found at the fixation screw of the lead. This damage is probably a result of excessive mechanical stress during the operation.during the further analysis, deformations were detected at the rv shock coil, which are probably a result of the explantation process. The measurement values of the electrical analysis were within technical specifications.there were no indications of a material defect or manufacturing error.